Event description:
The customer reported that the smartsite valve broke when being changed out. They use alcohol to clean the valve and curos caps on the ends. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with eval results should the device be received.